Event description:
A registered nurse reports having used latex gloves made by several different glove manufacturers. She states that the exposure to these latex gloves has resulted in a latex allergy.